Manufacturer narrative:
It was not possible to prime during the prime rewind test, due to faulty force sensor resistor. No prime rewind alarm was noted. However, the insulin pump had a corroded battery tube. The insulin pump was received with a cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, belt clip slot near battery tube, a severely scratched display window and a missing end cap sticker.

Event description:
The customer reported that she received a prime rewind alarm on her insulin pump. Her blood glucose was 200 mg/dl, which she treated with manual injection. During troubleshooting, the customer stated insulin was squirting out during the manual prime process. The customer stated the insulin pump may have been dropped and the drive support cap was sticking out. She was advised to discontinue use of the insulin pump and revert to a back-up plan. Cosmetic damage to the insulin pump had also occurred. Nothing further was reported.